Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.   The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastrectomy procedure, there was an error with the ntlc75. When the surgeon used the device to transect jejunum, the staple was not closed except for just 1 staple, and the leakage was occurred. For the alternative way, the surgeon closed the tissue using sutures. There was no patient consequence.